Event description:
A malfunction alarm was reported with code malf 9, but there was no adverse impact to the customer's blood glucose level. The customer, who was unable to reset the pump initially, received assistance from technical support to reset it using provided instructions. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. Technical support advised the customer to call back if the malfunction reoccurred, and the customer acknowledged this guidance.